Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. B3: estimated date.

Event description:
According to the available information, the implant was removed and replaced by a non-coloplast implant. The details and reasoning regarding the explant are unknown.